Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient reported ¿breast became painful and patient feels prickly. Patient feels the prosthesis, as they were down, like a weight (like a water bladder)¿ [as reported]. Patient diagnosed with multiple sclerosis, this event is not device related. This is for the right side. The device remains implanted. Healthcare professional reported capsular contracture baker grade iii-IV.